Manufacturer narrative:
Please disregard the current claim as it is a duplicate of MFR rep# 2023826-2021-01673. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter states a 12.6mm tmicl12.6 implantable collamer lens -11.0/+2.0/071 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2021. Reportedly, the lens was removed on the same date and replaced with an alternate lens because the patient needed a different power.